Manufacturer narrative:
Date sent to FDA: 8/5/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent right inguinal hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent right inguinal hernia repair surgery on (B)(6) 2014 during which the surgeon noted the mesh ¿to be in a wad on the anterior abdominal wall. The mesh was noted to have become a meshoma, which was excised.¿ no additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 3/11/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 2/25/2021.